Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 8.010 mg/day via an implantable pump. It was reported that the patient developed an abscess at the pump pocket caused by an infection. No diagnostics were performed. The actions and interventions taken to resolve the issue was the pump and catheter were explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.